Event description:
Customer states that she received results of 410mg/dl, 189mg/dl, and 190mg/dl on the same device within 5 minutes. As a result of the readings, customer was watching her carbohydrate intake. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.